Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
The right atrial (ra) lead and right ventricular (rv) lead was returned to the manufacturer and, subsequently, both tested out of specification during the manufacturer¿s analysis. Follow up determined the leads were explanted due to an unspecified malfunction. No patient complications have been reported as a result of this event.